Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Advancer, opening issues. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during seven consecutive firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. In order to evaluate the internal components of the device, the instrument was disassembled. Upon disassembling, excessive dried body fluids were noted; no clips were noted inside the device. This finding is not related with the incident reported. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the device was closed on tissue and the device was fired. The device was very difficult to open, the surgeon had to gig the device and the device finally opened. There was no tissue damage. Another device was used to complete the case with no patient consequence.